Event description:
It is reported that the pt is experiencing knee pain.

Manufacturer narrative:
Eval summary: returned for eval are three faxed pictures of x-rays and partial op-notes. The merchant view and the anterior view show nothing of concern. The lateral view shows what seems to be a gap between the anterior flange and the femur. It looks like the implant could be implanted in flexion. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.